Event description:
IV self-filled remodulin pt via a cadd solis pump. Pt reported that they were awoken by a pump alarm that alerted they had 2 hours remaining. Pt reports that as they were changing the cassette the pump shut off. Pt advised that they restarted the pump at 40ng/kg/min. Pt reported they are not sure how long they were without medication, if at all, though pt reported experiencing pressure in the chest, a bad headache, weakness, dizziness, and heartburn in their throat and chest. A pharmacist followed up with the pt and the pt advised they had fallen asleep and they were no longer having any of the symptoms they had before but they will go to the ER just in case. Pt did not report the serial number of the defective pump, however, per the pharmacy dispensing system the pt has these pumps checked out for use: (B)(6). Pt reported that the fault occurred while in use as they are infusing a life-sustaining therapy. The product issue did cause or contribute to pt or clinical injury due to the symptoms the pt reported they were experiencing. The device will be replaced but it is currently pending. The pt advised they did have a backup device they were able to switch to but it is unknown if the pt was able to continue their therapy. No troubleshooting was performed with the pharmacy, however the pt did attempt to change their cassette. Pt is not sure if they experienced any missed doses or an interruption in therapy, however they went to the ER just in case. It is unknown if the pt is still experiencing these adverse effects and it is unknown if the defect has been resolved. No additional info provided.